Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an under infusion of an unspecified infusion identified when the device was sent to service. The event product has been re-routed to cad for investigation and although requested, additional event information has not been provided.

Manufacturer narrative:
The customer¿s report of an under infusion was not confirmed. Physical inspection of the device noted a hair line crack on the bezel lower left hinge shroud. No other issues or anomalies were noted. No event date or time was reported. Review of the pcu event log shows the pump module was connected to the pcu between 9:28 am and 9:54 am on (B)(6) 2016; however no programmed infusions were recorded. No additional relevant findings were noted related to the reported event. Rate accuracy testing was performed and the device was delivering fluid within specification. The root cause of the report of an under infusion was not identified.